Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not fit on the ductus. Clips did not come out of the device. One clip was very asymular around the vessel and was very easy to take off the vessel. Collapsable jaws stayed in a closed position during the end of the surgery. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.